Manufacturer narrative:
Follow-up received on 07-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy periods. She underwent a hysterectomy to remove essure approximately 2 and half years after insertion. This event is anticipated in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history was not mentioned. Despite the limited information, given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up is not possible due to lack of reporter contact information.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5064122) in united states on 25-aug-2016 who had essure (fallopian tube occlusion insert), lot number b71763, inserted on (B)(6) 2014. Consumer stated that she was implanted with essure coils and began having terrible side effects: her hair began falling out, her stomach got so bloated she looked 5 months pregnant. She gained weight and began having heavy, painful periods. She then began to experience joint pain and painful sex. She also noticed bowel problems, frequent stomach aches, diarrhea and heartburn. Her skin began to get bad rashes and she got a really bad case of eczema on her hands that she could not wash dishes, bathe her children, or wash her hands frequently like she normally did. She had to get a hysterectomy at (B)(6) 2016 to get them removed. She is finally feeling relief. Hospitalization, required intervention and other serious (important medical event) were reported as event outcome, but not specified or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy periods. She underwent a hysterectomy to remove essure approximately 2 and half years after insertion. This event is listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history was not mentioned. Despite the limited information, given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Follow-up is not possible due to lack of reporter contact information.